Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump's downstream occlusion sensor bubbled up. No adverse effects were reported.

Manufacturer narrative:
One cadd solis vip pump was received in good physical condition. There was no evidence of the reported issue in the event history log. The pump was visually inspected and no air bubble was found on the downstream seal. The reported "downstream sensor bubbled up" was unable to be replicated. There was no problem found with the pump.